Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5, d11: updated concomitant devices. D4: lot#, d10, h3, h6: the device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. H11 corrected data: e1, e2, e3: initial reporter name, facility address,contact information and occupation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device: reaming rod (part: unknown, lot: unknown, quantity: 1) . Flexible shaft handle (part: unknown, lot: unknown, quantity: 1) . Reamer head (part: 352.105, lot: 24006, quantity 1).

Event description:
This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 352.040; lot: 2622718; manufacturing site: bettlach; release to warehouse date: july 14, 2010 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation flow: broken visual inspection: the complaint device was received at us cq in four separate pieces (the proximal end of the shaft with the connection fitting, two shards/fragments of the shaft and the distal end of the shaft with the coupling). An oblique spiral fracture was noted on the shaft, approximately 122.71 mm from the most distal end of the device. The two returned fragments were approximately 16.03 mm and 13.15 mm long. In addition, an axial crack approximately 14.80 mm long on the coupling end of the shaft was observed. Moderate surface wear (scratches, surface finish worn through) on both the coupling and connection fitting ends of the device was evident. The received condition agrees with the complaint condition; thus, the complaint is confirmed. Document/specification review: the following documents were reviewed as part of this investigation: flex shaft, d7.0 mm, drilling depth 470 mm, synream. Pipe, synream. Dimensional analysis: the inner diameter (ID) of the pipe over its entire length is ø 3.759 ± 0.1016 mm (ø 3.6574 mm ¿ ø 3.8606 mm). When the ID of the fragment of the distal end of the complaint device (end with the coupling) was measured with a gage pin, it was found to be 3.77 mm. This is within the design specification. When the ID of the fragment of the proximal end of the complaint device (end with the connection fitting) was measured with gp32, it was found to be 3.77 mm. This is within the design specification. The outer diameter (od) of the pipe over its entire length is ø 5.08 ± 0.0254 mm (ø 5.0546 mm ¿ ø 5.1054 mm). When the od of the fragment at the distal end of the complaint device (end with the coupling) was measured with a micrometer, it was found to be 5.095 mm. This is within the design specification. When the od of the fragment at the proximal end of the complaint device (end with the connection fitting) was measured, it was found to be 5.089 mm. This is within the design specification. Material/hardness review: a material/hardness review was not able to be performed as the sub-components of the top-level assembly are not lot tracked. The complaint condition will be monitored through trending. Risk assessment: a risk assessment was performed to ensure the complaint condition is adequately addressed in the existing risk documentation. The document was reviewed and found to adequately address the complaint condition conclusion: a visual inspection, document/specification review, dimensional inspection and risk assessment were performed as part of this investigation. The complaint device was observed to be broken into four separate pieces, thus confirming the complaint. While a definitive root cause was unable to be determined, it is possible that the shaft of the complaint device experienced excessive off-axis forces (e.g. Bending) during its use over eight plus years in the field, which could contribute to the complaint condition. No product design or manufacturing issues were identified, and the risk assessment adequately addresses the complaint condition. Based upon these results, no corrective and/or preventative action is proposed. Event: number of parts in this complaint is two (2). Reamer head (part: 352.105, lot: 24006, quantity 1) is no longer considered to be concomitant. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Implanted, explanted dates: device broke intra-operatively and was not fully implanted or explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2018, the flexible shaft for a flexible reamer system broke and shattered into pieces while the surgeon was reaming the tibia in order to place an unknown tibial nail. The surgeon was able to retrieve all the shattered pieces with the aid of the unknown reaming rod. There was a 30-minute surgical delay reported. The procedure was successfully completed with the patient in stable condition. Concomitant devices reported: unknown reaming rod (part # unknown, lot # unknown, quantity 1); unknown flexible shaft handle (part # unknown, lot # unknown, quantity 1); unknown reamer head (part # unknown, lot # unknown, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Changed to not returned; method: changed to device not returned; results: changed to no findings available, conclusion: changed to no problem detected. Device has not been returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.